Event description:
It was reported during a cholecystectomy procedure that the clip did not feed into the jaw properly after the second firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition. The device was tested for functionality and it fired 8 clips conforming and one double feed. The device was disassembled and no anomalies were found with the internal components. No conclusion could be reached as to what may have caused the firing issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.